Event description:
It was reported that a user of the ilet bionic pancreas experienced sustained high blood glucose for several hours, felt unwell, and attempted to lower glucose by repeatedly announcing meals despite eating very little, which coincided with further glucose elevation. The user declined fingerstick confirmation and refused infusion set or supply changes after a recent site change. Symptoms included hyperglycemia with malaise. Outcomes included no reported hospitalization, emergency treatment, or long-term impairment. Investigation included a review of user-reported history and standard troubleshooting education regarding confirmation of blood glucose and infusion site or supply replacement during prolonged hyperglycemia. Investigation of this case revealed user management and adherence issues, including inappropriate use of meal announcements as a corrective action and refusal to perform recommended site and supply troubleshooting, with no device malfunction reported or observed. It was concluded, based on previously established findings for similar reports, that the cause was user technique and behavioral factors.